Manufacturer narrative:
This is one event (death) for the same pt involving two separate products. Associated MDR #'s 1225714-2013-02166 and 1225714-2013-02167.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2009, after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event: associated MFR report numbers are 1225714-2013-02166 and 1225714-2013-02167. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional informaiton received noted that the patient experienced an atrial fibrillation, which is alleged to have been caused by patient's exposure to the product administered to the patient.